Event description:
It was reported that following an implant procedure, the patient experienced pain at the implantable pulse generator (ipg) site, unexplained leg weakness and site tenderness. It was also mentioned that the patients body rejected the metal and had a discharge and felt heat in the ipg site. The patient was admitted to the hospital and underwent an explant procedure. All explanted device components were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500 / m365sc2218500. Model: sc-2218-50 / sc-2218-50. Serial: (B)(6). Batch: 7144754 / 7144785.